Manufacturer narrative:
(B)(4).

Event description:
Low lead impedance found during follow up; was 535 ohms in (B)(6), now 202 ohms. Representative performs postural testing yielding variable lead impedances depending on arm position. Representative will advise doctor to perform x-ray diagnostics on lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.